Manufacturer narrative:
7/11/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an unspecified procedure. The suture broke as knots were being tied. The hospital has not provided any further info.